Event description:
It was reported during testing at the user facility material was observed to be peeled off the tips of the device, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.